Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the investigation is in progress. Once the investigation is completed a supplemental medwatch 3500a form will be submitted. Complaint information provided by (B)(4).

Event description:
It was reported during a primary surgery on a patient, the linear straight broach handle broke and pieces fell in to the patient. All the pieces were retrieved from the patient and that procedure was completed as intended with another device with a four (4) minute delay reported. No adverse events reported.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The pin on the latch mechanism fractured at the weld. The weld failure caused the latch mechanism to dislodge from the device. In addition, there were many impaction marks on the impaction plate from intended use. However, there were also impaction marks on the side of the device where it is not intended to be struck. It is unknown as to how many surgical procedures (cycles) this straight broach handle had gone through throughout its life in the field. Testing was performed to determine the cause of the weld failure. The results found a manufacturing non-conformance which was the cause of the malfunction. A manufacturing review was performed and no other discrepancies were found.